Manufacturer narrative:
(B)(4). A batch review of potentially associated lot, 10e17h25, was performed with no issues noted during the manufacturing process. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). On (B)(6) 2010, the patient?s dialysis nurse was contacted who provided the following additional information. On (B)(6) 2010, the patient was hospitalized for bacterial peritonitis. The nurse declined to give the patient's medical history or concomitant medications. She did not know which solution the patient was using upon the onset of infection or the date of the patient's discharge. The nurse stated that the patient was cultured in the hospital, but was unable to disclose any further information due to facility policy. The patient has fully recovered from the infection.

Event description:
The patient (hp) called to bypass the day exchange as that was done at clinic and she had a fill in with antibiotics. During a follow up call on (B)(6) 2010, the nurse stated that the home patient was being treated for an unknown infection. The home patient was treated with vancomycin (unknown dose, rate and length of therapy) and is currently performing therapy without any further complications. It is unknown if cultures or labs were performed and the results. It unknown what the patient outcome is at this time.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. The lot number is unknown therefore a batch review could not be performed. Should additional information become available, a follow up report will be submitted. Baxter has received similar reports of peritonitis.